Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported: a measurement server (mms) fell on a patient because the latching mechanism that holds the mms in place broke. Patient impact is unknown at the time of report.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.